Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest recorded glucose of 333 mg/dl for approximately 3¿4 hours while hospitalized, during which hospital staff sought basal and bolus settings for the ilet; the agent advised that the ilet does not use basal/bolus settings and that the device is not advised for inpatient use, and the care team transitioned the user from the ilet with dexcom g7 to insulin injections. Symptoms included vomiting associated with a diagnosis of gastroparesis. Outcomes included hospital admission and medical evaluation, including imaging, IV antiemetics, and subsequent glucose management by injections. Investigation included a review of synced device logs and customer education on appropriate use. Investigation of this case revealed no device alarms or malfunctions reported, and the event was attributed to hyperglycemia of unclear cause in the context of hospitalization and gastroparesis, with device use discontinued per inpatient guidance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.